Event description:
Customer reported via phone call that they had a low blood glucose of 54 mg/dl. Customer treated for low blood glucose with food and glucose tablets. Customer did not feel ok to do troubleshooting for low blood glucose level. It was unknown that customer was using auto mode or not. Insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.